Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving gablofen (2000 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was intractable spasticity and non-malignant pain. On (B)(6) 2017 it was reported that the patient was wheelchair bound. She was playing wheelchair basketball with her brother at her home and fell. According to the patient¿s mother, two days later the patient felt and developed a bulge at the spinal incision site. The doctor determined that she may or may not have issues related to the pump. During the case, the physician opened the incision and saw no signs of infection. It was determined that the spinal incision site was filled with csf (cerebrospinal fluid). The area was thoroughly irrigated and cleaned. The physician sutured the existing catheter even more and closed the patient. The pump remained implanted. The patient was on flex dosing and the physician chose to slightly reduce the daily dose. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. It was unknown if any diagnostics and/or troubleshooting were performed. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the date of the surgery was (B)(6) 2017. No further patient complications have been reported as a result of this event.